Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation summary: no photos or physicals samples that display the reported issue were provided for investigation. A device history review was performed and found no non-conformances associated with this issue during the production of lots ta12054. Four retained samples of the same lot were also used for additional evaluation. All product was visually inspected, there were no visual or dimensional defects identified that could have contributed to the reported incident. Functional evaluations were conducted and in all cases the clamp performed as expected. Two different materials have been used within our facility for manufacturing pinch clamps. During an internal review of product and material records, it was identified that clamps made of the incorrect material were used in the production of the c70 clamp as the two clamps made of different material were not properly segregated and became mixed within the same place in the warehouse. It was noted that our inventory software had not been properly updated to reflect the specific material code for the clamp components. Manufacturing personnel have been notified of this incident. A corrective action project was initiated and improvements have been made to our inventory software to create better traceability. Complaints for this device and defect will continue to be monitored by our quality team for signs of emerging trends investigation conclusion: the visual and dimensional inspection of the involved component (clamp) did not highlight critical aspects of shape or out of specification dimensions that could somehow be correlated to the claimed defect. Bd (B)(4) had an old lot of pf0427r made in pom (suffix 3496). In 2015 bd (B)(4) switched to pp material for the pinch clamps from borla and the remaining stock of pom was not identified or segregated and, as long as both pp and pom version have the same p/n, pf0427r, the old stock and the new stock were mixed in the same place in the warehouse. Also, sage software was not properly updated to reflect the borla code and the data on the purchase order to borla could not be checked against the coc issued from borla in each delivery. Root cause description: inadequate procedure as there was a lack of material code traceability for the clamp components of the phaseal EU sets. And inadequate training as associates did not know what constitutes a substantial change. Rationale: CAPA already implemented related to the affected reference and issue. Corrections: this affects po, procurement, incoming inspection records, and physical labeling on product in warehouse to ensure that there is adequate control over the component material is it enters the warehouse/inventory and is made available for use in production updates to the applicable product specification documentation in sap (part drawing, buy specification, and product specification documents to be reviewed and updated as necessary) with correct full part number including material identification suffix. The bom will also be updated at bd (B)(4) so that all production orders appropriately identify the component and material, represented by the same complete part number with the material identification suffix. Corrective action: updates to procedure: clarification that material changes are considered substantial changes, like a component change, and therefore trigger appropriate corresponding system and part number changes to again ensure proper component material control in production. In person training of appropriate associates on the procedure updates and procedure it188 ¿ definition of product. The intent of this action plan is to establish full control and traceability of the component, including the material, throughout the production process at the bd (B)(4) facility note that the affected lot was manufactured prior to CAPA implementation.

Event description:
It was reported that it is not possible to close the hose clamp properly with a bd phaseal¿ infusion adapter c70. The following information was provided by the initial reporter, translated from (B)(6) to english: it is not possible to close the hose clamp properly, more specifically if the clamp is closed, it still drips.